Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced high blood glucose. The customer¿s blood glucose level was 506 mg/dl. The customer was treated with insulin pump. Customer's other blood glucose was 446 mg/dl, 480 mg/dl, 450 mg/dl, 488 mg/dl. Insulin pump had no delivery alarm. Troubleshooting was done for high blood glucose and under delivery. The insulin pump will not be returned for analysis.